Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Evaluation conclusions: device remains implanted.

Event description:
It was reported post implant of a realize band, the port flipped in a backwards position. The port was redone with no reported patient impact.